Manufacturer narrative:
The mayfield skull clamp was returned for evaluation: DHR - no abnormalities related to the reported failure. (B)(4). The evaluation of the device did not confirm the reported complaint. No issues observed from the functional testing of the device. When unit is properly positioned and put under pressure, unit would not have slipped. The reported failure could not be duplicated. The lock of the unit had some movement and residue build up . General maintenance and cleaning required at this time.

Event description:
A facility reported the mayfield skull clamp was involved in slippage causing scalp laceration during a posterior cervical fusion on (B)(6) 2020. Patient was positioned supine for induction and then flipped prone for surgery when the injury occurred. He had a left posterior scalp laceration, about two (2) inches long and was stapled to close. The device was removed from service and replaced to complete the procedure. Patient's condition post procedure was unknown.